Manufacturer narrative:
It was reported that the balloon on the foley catheter "popped while instilling 10cc of saline in a patient". Due to this, a new foley catheter had to be inserted. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Balloon popped.

Manufacturer narrative:
Updated g3, h6.